Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the issue was identified after the procedure, after uncoupling from the patient. Ports were no longer in the patient. The iesu was exchanged during the case to complete the procedure as the action performed by the esu was only to close the incisions made on the patient, a new esu was placed next to the patient and used laparoscopically. The procedure was completed by the time the fse guided the customer to use another esu. After completing the closure of the incisions with the auxiliary esu, the patient was taken to anesthetic recovery.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vio integrated electro surgical generator unit (iesu) to perform failure analysis (fa) evaluation. Fa was able to reproduce the issue when the unit was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed errors c-54 and c-34 through the logs. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that at the end of a da vinci assisted radical prostatectomy lymphadenectomy surgical procedure, errors occurred on the integrated electrosurgical unit (iesu). Error c-100 occurred at the end of the procedure when the customer attempted to use the monopolar energy activation. An intuitive surgical, inc. (Isi) field service engineer (fse) guided the caller to restart the iesu. Upon start up, the iesu triggered errors c-54 and c-34. The fse guided the customer error to use another iesu to finish the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.